Event description:
It was reported that the patient experienced mechanical discomfort at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system. During the pre operative visit for the ipg reposition procedure, high impedances were noted on the lead, and the patient did not experience inadequate stimulation. The physician decided he would replace the lead during the procedure. The patient underwent a revision procedure in which the ipg was repositioned and the lead was replaced, it was also noted that the patient had begun to experience inadequate stimulation. The patient is doing well post operatively. The devices are patient owned and were not returned for analysis. It was additionally reported that the patient felt the ipg moving inside the pocket, and in some postures the ipg was touching the iliac crest, causing discomfort.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078708.

Event description:
It was reported that the patient experienced mechanical discomfort at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system. During the pre-operative visit for the ipg reposition procedure, high impedances were noted on the lead, and the patient did not experience inadequate stimulation. The physician decided he would replace the lead during the procedure. The patient underwent a revision procedure in which the ipg was repositioned and the lead was replaced, it was also noted that the patient had begun to experience inadequate stimulation. The patient is doing well post operatively. The devices are patient owned and were not returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. (B)(6). The ipg remains implanted and was not returned for analysis; therefore, a technical analysis could not be performed. The lead was analyzed and visual inspection revealed that the lead was cleanly cut into two pieces approximately 62 cm from the distal end of the lead and two the proximal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test couldn't be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, over time, the ipg may move from its original position, and persistent pain at the ipg or lead site are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Based on all available information, engineers are able to confirm the root cause of the event. The ipg was not returned, as such physical analysis was not conducted, the lead was returned, and analysis of it was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to known inherent risk of the device.

Event description:
It was reported that the patient experienced mechanical discomfort at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system. During the pre operative visit for the ipg reposition procedure, high impedances were noted on the lead, and the patient did not experience inadequate stimulation. The physician decided he would replace the lead during the procedure. The patient underwent a revision procedure in which the ipg was repositioned and the lead was replaced, it was also noted that the patient had begun to experience inadequate stimulation. The patient is doing well post operatively. The devices are patient owned and were not returned for analysis. It was additionally reported that the patient felt the ipg moving inside the pocket, and in some postures the ipg was touching the iliac crest, causing discomfort.